Event description:
The customer contact reported the device alarmed with a s233 (over temperature error) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. There were no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the field service engineer noted the fan was not turning. The probable cause is a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.